Event description:
A report was received that a healthcare worker (hcw) had difficulty breathing, burning eyes, scratchy throat, runny nose and headaches when she turned on the aer that had cidex opa in the reservoir. The hcw was sent to ER where she was given breathing treatment, an inhaler, steroid injections and prescribed mednebs. The asp field service engineer (fse) informed the customer that the aer had heated the solution to over 200 degrees f. It is unknown if the sterile processing room was well ventilated.